Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 490cc mentor memorygel breast implant and experienced postoperative right-sided anisomastia and discoloration of the implant. The diagnosis was confirmed based on physical examination. As a result, the patient underwent removal and replacement with a 490cc mentor memorygel breast implant (right catalog #: smpx490, right serial #: (B)(4)) on (B)(6) 2021. Upon explantation, the device was observed to be in milky and opaque color. The patient has fully recovered after the revision surgery. The discoloration of the implant was observed. However, the potential that this issue could cause or contribute to a death or serious injury, or other significant adverse event, is remote.